Manufacturer narrative:
The system was used for treatment. A batch record review of kit d123 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #26: prime 2. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated for complaint category, pressure dome membrane leak. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported a blood leak at the level of the collect pressure dome. The customer aborted the treatment with no blood returned to the patient. The treatment had just started and about 100 ml of whole blood processed had been treated. The customer mentioned that an alarm #26: prime 2 alarm occurred during prime. The customer reset the alarm and there was no further occurrence. The patient was reported to be in ok condition. The customer stated that the pressure domes were correctly installed. It was recommended to the customer to clean the pressure sensor and any other part of the instrument that might have been affected by the leak. Upon discussion with the technical team, no service order was needed. The customer will not return the kit for evaluation, as it had already been discarded.